Event description:
It was reported that the outflow tube set did not function as intended and were replaced. Error messages appeared on the console system. Further, the pressure needle and the suction function jumped intermittently even though nothing was activated.

Event description:
It was reported that the outflow tube set did not function as intended and were replaced. Error messages appeared on the console system. Further, the pressure needle and the suction function jumped intermittently even though nothing was activated.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The reported event could have been probably caused by: (1) use error and/or (2) damaged or faulty pressure sensor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued.in sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once invesigation has been completed.